Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that customer experienced high blood glucose of 600mg/dl. Customer¿s current blood glucose was 589 mg/dl. Patient's blood glucose at time of incident was over 600 mg/dl. The customer did experienced the symptoms such as very thirsty, very weak. The customer treated with manual injections. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.